Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was replaced non-prophylactically. Follow-up with the patient's clinic was attempted to no avail. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.